Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five years and nine months following the implant of this transcatheter bioprosthetic valve, congestive heart failure was identified along with severe aortic regurgitation. Additionally, the valve frame was under-expanded with thrombus on the leaflets. No additional adverse patient effects were reported.

Event description:
Additional information was received the severe aortic regurgitation was central regurgitation, and no treatment was provided. The valve gradient at discharge was 5 millimeters of mercury (mm hg). It was noted that the physician never detected a thrombus. Blood thinner treatment was provided following the valve implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately five years and nine months following the implant of this transcatheter bioprosthetic valve, congestive heart failure was identified along with severe aortic regurgitation. Additionally, the valve frame was under-expanded with thrombus on the leaflets. No additional adverse patient effects were reported. Additional information was received the severe aortic regurgitation was central regurgitation, and no treatment was provided. The valve gradient at discharge was 5 millimeters of mercury (mm hg). It was noted that the physician never detected a thrombus. Blood thinner treatment was provided following the valve implant. No additional adverse patient effects were reported. Additional information was received from the patient that approximately two months later, a non-medtronic transcatheter valve was implanted. No additional adverse patient effects were reported.